Event description:
Customer states that pump turns off in middle of cycle and reset itself. No patient involvement.

Manufacturer narrative:
Pump was tested for accuracy using water. Pump delivered amount within specification (specification +/-5%). All alarms have been checked and work properly. Customer complaint could not be verified. Pcb has fluid ingress. Pcb was replaced and pump was calibrated.